Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface circuit board. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported that the insulin pump's display was blank. The customer stated that the device had not been bumped, dropped, or exposed to moisture. Blood glucose level at the time of the incident was 175 mg/dl. The customer reported removing the device's battery for ten minutes and re-inserting, but the display remained blank. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.